Event description:
It was reported that during an unspecified veterinary surgical procedure on the back of a canine, it was observed that the forward function of the console device did not work. The reporter stated that the reverse function of the console device was used for the remainder of the surgery. There were no delays to the planned surgical procedure. A spare device was available and used to successfully complete the surgery. The reporter stated that the console device worked well in a previous procedure. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All provided information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the reported complaint could not be confirmed. No further investigation is required at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.